Manufacturer narrative:
Customer did not provide device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported the ventilator is showing vent inop. The customer reported there was no patient involvement.

Manufacturer narrative:
The complaint has aged beyond 90 days and no parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available for a customer response. If the customer contacts phillips for further information or the device is received for investigation, the complaint will be re-opened and investigated.